Manufacturer narrative:
H3: product analysis: evaluation determined that damage to the internal bearings. The likely cause of failure might be corrosion. It was also noted that device was overheating, and dust were observed. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a repair request and no alleged product deficiencies were reported. At the time of report, there was no known impact to a patient. Additional information received stating that there is no patient impact and loose bearings.